Manufacturer narrative:
The device has not been returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
A hydrothermablation console unit was used during a hydrothermablation (hta) procedure on (B)(6) 2010. (Patient ID and weight are unknown). According to the complainant, the procedure was completed successfully with no complications. During a follow up visit with the patient on (B)(6) 2010, the physician observed a superficial burn to the wall of the vagina. The physician did not classify the burn and treated the patient with antibiotics. The specific type of antibiotics prescribed and the approximate size of the burn have not been provided. There were no further complications reported with this event and the condition of the patient is reported to be stable. An additional attempt has been made to obtain patient follow up details and it was reported by the clinician that this information is unknown. Note: this MFR report pertains to the first of three devices used for the same procedure. Refer to associated MFR report #3005099803-2010-03405 and MFR report #3005099803-2010-03406 for a description of the second and third devices, respectively.